Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced chest pain dizziness, and an episode of syncope. Chest x-ray was performed and revealed the right ventricular lead had perforated the heart. The patient experienced pneumothorax from the perforation. The lead was explanted and replaced. The patient was in stable condition post operation.